Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device turned on using customer battery. The device was found to visually and audibly alarm during alarm conditions. The unit was received in "sleep mode." By following the instructions from the user manual, the unit was set to standard mode before any testing. The device was able to obtain accurate readings and passed both manual and preset simulation tests. The customer complaint was not duplicated, as the device passed accuracy tests and was found to be fully functional. No product performance issues were identified related to spo2 and pulse rate.

Event description:
The customer reported the rad-5 device is not reading properly. No patient impact or consequences were reported.